Event description:
It has been reported to philips that the lateral stand x-ray functions were intermittent. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philps has investigated this complaint. According to the information provided, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the lateral stand x-ray was intermittent. Fse inspected the system on-site and confirmed the reported issue. The fse confirmed that the issue was a loosening cable at the detector. Fse relocated the cable to fix the issue. After relocation ok cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.